Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), haematemesis ('vomiting blood'), diarrhoea haemorrhagic ('bloody diarrhea') and post procedural haemorrhage ('complications from essure removal procedure : minor bleeding') in a 28-year-old female patient who had essure (batch no. 653903, 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's concurrent conditions included thyroid disorder nos, genital bleeding, menometrorrhagia and pelvic pain. Concomitant products included clonazepam, progesterone (progesteron), spironolactone and thyroid (armour thyroid). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haematemesis (seriousness criterion medically significant), diarrhoea haemorrhagic (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), adnexa uteri cyst ("benign paratubal cyst"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower abdomen pain") and post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, haematemesis, diarrhoea haemorrhagic, nausea, fatigue, adnexa uteri cyst, abdominal pain lower and post procedural haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dysfunctional uterine bleeding had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, device dislocation, diarrhoea haemorrhagic, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, haematemesis, menorrhagia, nausea, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: complication during insertion : the right side didn't take, had to come back. Insertion date provided as : (B)(6) 2009, (B)(6) 2009 left cornua had 3 visible coils, the right cornua had 4coils visible. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: benign paraubal cyst, menorrhagia lot number: 653903 manufacturing date: 2009/06 expiration date: 2012/06 lot number: 654830 manufacturing date: 2009/07 expiration date: 2012/07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device'), haematemesis ('vomiting blood') and post procedural haemorrhage ('complications from essure removal procedure : minor bleeding') in a (B)(6) female patient who had essure (batch no. 653903, 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's concurrent conditions included thyroid disorder nos, genital bleeding, menometrorrhagia and pelvic pain. Concomitant products included clonazepam, progesterone (progesteron), spironolactone and thyroid (armour thyroid). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), haematemesis (seriousness criterion medically significant), diarrhoea haemorrhagic ("bloody diarrhea"), adnexa uteri cyst ("benign paratubal cyst"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower abdomen pain") and post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, nausea, fatigue, haematemesis, diarrhoea haemorrhagic, adnexa uteri cyst, abdominal pain lower and post procedural haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dysfunctional uterine bleeding had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, device dislocation, diarrhoea haemorrhagic, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, haematemesis, menorrhagia, nausea, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: complication during insertion : the right side didn't take, had to come back. Insertion date provided as : (B)(6) 2009. Left cornua had 3 visible coils, the right cornua had 4coils visible. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: benign paratubal cyst, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs & mr received. Previously reported event "injury nos" replaced with "dysmenorrhea", events- " abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device, fatigue, vomiting blood, bloody diarrhea, benign paratubal cyst, dysfunctional uterine bleeding, lower abdomen pain, plaintiff did not undergoes essure confirmation test , complications from essure removal procedure : minor bleeding", concomitant drugs, concomitant conditions, lot number, reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.